Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized after undergoing a spine surgery. Nevro attempted to obtain additional information regarding the issue, but none was available. The patient has since been discharged and they remain under medical supervision.